Event description:
The patient called for assistance in checking his basal rates as he has experienced some low blood glucose readings. The patient stated he has gotten readings in the 30's mg/dl during the middle of the night for the past 6 weeks. He stated, he had the "regular symptoms" which he treated by drinking some juice. The patient was assisted in checking his basal rates and confirmed they were accurate. He stated he has had no changes in diet, health or physical activity and has not discussed this with his physician. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.